Event description:
It was reported that; treated for t12 fracture, it was performed to fix the t11, t12, l1, l2. For l2 right pedicle, the needle could not be inserted because the bone were hard. So hit the bone by hammer, however it could not insert it from the way. Then attempted to insert using the tap of the smallest size, but the tap was broken. Tip of broken tap was removed out of patient body. Finnally, it was completed the procedure without implanting the screw for l2.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event of tap tip fracture was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the plausible root cause of the event is not using awl to prepare the hole in the pedicle and hard bone quality leading to application of additional force during tapping.

Event description:
It was reported that; treated for t12 fracture, it was performed to fix the t11¿t12¿l1¿l2. For l2 right pedicle, the needle could not be inserted because the bone were hard. So hit the bone by hammer, however it could not insert it from the way. Then attempted to insert using the tap of the smallest size, but the tap was broken. Tip of broken tap was removed out of patient body. Finally, it was completed the procedure without implanting the screw for l2.